Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury and surgical intervention; however, no details have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on or about (B)(6) 2010, the patient underwent surgery for repair of an umbilical hernia and ventral incisional hernia. A composix kugel mesh was implanted to repair the hernia defect. On or about (B)(6) 2019, the patient underwent an additional surgery to repair and/or remove the defected mesh. The patient was injured severely and permanently. It is alleged that the patient suffered pain, disability, hospitalizations and additional surgeries. The patient has suffered and continues to suffer physical pain, chronic pain, mental anguish, psychological stress and depression. The patient has undergone and will likely require in the further other forms of care and medical treatments. It is alleged that the device was defective.